Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 395 mg/dl. The cause of the bg level was unknown. Reportedly, the bg level was addressed with a manual injection while the customer received basal insulin from the pump and the bg level lowered to 60 mg/dl. The bg level was addressed by the customer consuming carbohydrates and eating honey.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. There were no bolus requests made on (B)(6) 2017. User made multiple "tubing filled" requests on (B)(6) 2017. There were no erratic basal rate adjustments. Complaint could not be confirmed. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.